Manufacturer narrative:
Date sent to FDA: 8/29/2018 in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/16/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient returned to the hospital on (B)(6) 2015 with increased abdominal pain and dyspnea. It was reported that the patient underwent an exploratory surgery on (B)(6) 2015 to ¿free intraperitoneal air in his abdomen.¿  during the surgery a hole in the proximal jejunum was identified and determined to be causing ¿the contamination.¿ the patient died on (B)(6) 2015, due to the ¿abdominal infection and the reaction of his body to that infection.¿ no additional information was provided.